Event description:
A malfunction on the pump was reported on july 13, 2025, by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reset the pump and continued using it while waiting for a replacement from technical support, which was arranged along with updated software and training. The caller was instructed on storage mode and the return process for the faulty pump, which they understood and acknowledged.